Event description:
Customer allegedly received the following readings on two different meters within 10 minutes: 114 mg/dl (aviva system 1) and 59 mg/dl (aviva system 2). Customer felt hypoglycemic symptoms of weak, shaky, and sweaty. Customer self-treated with 2-3 cookies and had a soda. No adverse event reported. No actions taken based upon device results. Requested return of suspect device and strips; however, customer does not have strips to send back. Replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 2. Reference medwatch with (B)(6) for the aviva system 1. Will not be returned to manufacturer.